Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis. No other adverse patient effects were reported and another boston scientific device was implanted without complications.